Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting and significant reduction of ica. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation - product evaluation found lens returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue on lens. Corrected data: the reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens with a -18 diopter in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2017 due to excessive vaulting and significant reduction of ica. The problem was resolved. (B)(4).